Event description:
Pt's family member reports that a pump passed air. Pt's family member stated that a nurse had changed a bag and tubing and left the room. Pt's family member stated that within a minute of the nurse leaving the room, pt's family member saw a column of air in the tubing below the pump approx. 24 inches long. Pt's daughter stated that pt's daughter then crimped the tubing to prevent air from entering the pt. The pt's daughter reported there was no pt injury related to this event.